Event description:
Complaint is reported as: the stylet was unable to be removed from the et tube during intubation. Complaint states that force was required to remove the stylet. The pt was almost extubated during removal of the stylet. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.